Manufacturer narrative:
Other text: b3: date of event and d4:UDI section is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. Patient involvement is unknown.

Manufacturer narrative:
One device was received for investigation. The device was received with a cracked water tank, corroded quick connect fitting, broken pole clamp, line cord discolored, front cover chipped and enclosure chipped. Water was put in the water tank and turned on and the water leaked from the cracked water tank. The complaint is confirmed. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.